Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The tip of the blade was broken off and the blade was jammed. Most likely, excessive torque from the motor weakened the flexible portion of the blade and led to the tip breakage. The actual cause of the blade jamming could not be determined, but may be due to a blockage from excessive tissue. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the blade broke during use. It was stated the broken piece was retained inside the outer shaft of the device and there was no report of any fragments being left in the patient. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.